Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s921usqs4cza1, hardware: sm-s921u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased above 500 mg/dl after more than 48 hours of pod wear on the arm. No specific symptoms were reported. The patient sought medical attention and was hospitalized on (B)(6) 2026, and was diagnosed with diabetic ketoacidosis. Treatment during hospitalization included insulin infusion, potassium, calcium, and pain medication. The patient was discharged on (B)(6) 2026.